Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined.

Event description:
Medtronic received information that 5 years 7 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to aortic stenosis. No additional adverse patient effects were reported.